Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7077351.

Event description:
It was reported that the patient was experiencing inadequate stimulation as a result of lead migration. The patient underwent leads replacement procedure.